Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the outer thighs on (B)(6) 2023 using the curve 120 applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data: d1.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Event description:
Upon further review by a panel of abbvie healthcare professionals, it has been determined that there is no identifiable case of paradoxical hyperplasia (ph) or any other reportable events. Hence, the record is no longer reportable.

Manufacturer narrative:
Changed data: b2. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/25/2023. There are no reportable events on record and this record will be unreported.